Manufacturer narrative:
Eval method, results, conclusion: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our mr MFR in (B)(4), to submit this event that happened in (B)(6). Problem: pt had a mr exam with the quadrature body coil. The sense body coil 1.5t was connected but not used during the examination. The pt said she felt heating sensations during the whole examination. However, she didn't press the alarm button until 35 mins into the examination. After pressing the alarm button, the examination was continued for another 26 mins of which 22 mins used a maximum sar value. The pt ended up with second degreen burns. The pt received treatment of burned areas: cooled with ice, wiped with saline, covering the two blisters (1 x 4 cm) with tull grass and tegaderms.